Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the surgeon made the decision to go off label and cement in a constrained liner into the patient's socket due to age and dislocation risk. He was unable to get the locking ring to engage so left this part out of the patient. (B)(6) 2017; unknown affected side hip.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.